Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported poor or no illumination. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issue associated with the reported event of system message (sm). The lamp was confirmed non-conforming and has surpassed its expected life-span. It was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 22, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of lamp malfunction can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. The root cause of the reported event of sm cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed.

Event description:
Additional information was provided by a company representative indicated that the headn nurse reported the system had issues with the illumination system. The lamp shut down and generated a system message after a few minutes working. There was no patient involvement.